Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the ins was removed because the therapy didn¿t work for the patient. The caller reported the patient stated it was removed 15 years ago, however this didn¿t match the records that showed the patient¿s ins was only implanted 12 years ago. The lead had been left in the patient with the hopes of reconnecting to a new ins but an implant was never done. There were no further complications reported/anticipated.